Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
The biomedical engineer at the user facility reported that the 2008k hemodialysis (hd) machine failed to power on. Reportedly, there was no visible display or audible alarms, but a loud ticking noise was heard coming from the hydraulics and from the power supply. While troubleshooting the device, the biomed observed smoke emanating from the card cage. The sensor board, actuator board, and -12v converter board were replaced which cleared the smoke; however, the unit still failed to power on. No patient was connected to the machine when the incident occurred. The unit remains out of service at the user facility pending a final repair activity by the biomed. No further information is currently available related to this event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer (biomed) indicated that the unit was pulled from service for evaluation following the event. Although additional information related to the machine's final repair activity was requested, no further information has been provided. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.